Event description:
Reporter stated that a comparison between the surestep meter and a healthcare professional meter was 149 mg/dl (ss) and 101 mg/dl healthcare professional, respectively (48% difference). No symptoms were reported. The meter was not cleaned according to MFR's product recommendations. There was no allegation of harm.